Event description:
A complaint was received that reported that a customer received significantly different results within 10 minutes of each other. Examples are elite system 24 mg/dl and then 150 mg/dl. Each test was run with a different finger stick. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was learned that the customer was using excel off brand reagent strips. It was explained to the customer that bayer does not supply or support the use of an off brand reagent strip. Replacement product is being provided to the customer. The complaint is considered closed for purposes of MDR.